Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter would not power on when inserting the test strip. This complaint was classified based on the customer service representative (csr) documentation. The patient informed the csr that the meter issue began on (B)(6) 2018 at around 11:30 am, when she tried to power on the meter inserting the test strip, but the meter would not power on. The patient manages her diabetes with glipizide oral medication (1/2 tablet a day) and she denied making any changes to her usual diabetes management regimen in response to the alleged meter issue. The patient stated that, immediately after the alleged power issue began, she started to develop symptoms of feeling ¿shaky and clammy¿ and she denied receiving any treatment in response to the alleged symptoms. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed that the correct test strip "were" used and that the alleged power issue could be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not performed for the returned meter due to the sub category stating that the issue was related to the strip. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.